Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was initially reported that a roadrunner the firm hydrophilic wire guide was found to be kinked upon opening the package before an unknown procedure. The device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon preliminary evaluation of the returned device on 20may2025 the polymer jacket of the wire guide had peeled. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The tip was bent over and crumpled at the distal end, with part of the inner coil protruding from the wire jacket, near the bent area. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that shipping and handling of the device most likely contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that a roadrunner the firm hydrophilic wire guide was found to be kinked upon opening the package before an unknown procedure. The device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon preliminary evaluation of the returned device on 20-may-2025 the polymer jacket of the wire guide had peeled.